Manufacturer narrative:
(B)(4). Date sent: 3/13/2020. H10=corrected data=g4. G4: date received by manufacturer is 2/17/2020.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2020. D4: batch # t94w28. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clips were fed into the jaws with overlapping state after the device was inserted into the patient. The device was used on the inferior mesenteric artery. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the surgeon had little experience using ligaclip devices. No further information is available.